Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Ubd: n/a, UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of baclofen at 99 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient¿s pump was alarming. It was reported the elective replacement indicator (eri) occurred on (B)(6) 2018, as well as the low and empty reservoir pump alarms. The pump had been refilled on (B)(6) 2018 and may not have been updated. It was indicated the pump may not have been read so the pump was showing both the low and empty reservoir alarms, however, there should still be drug in the pump as the patient had about six months between refills. It was indicated the pump would not be replaced as the hcp did not believe the patient was a good surgical candidate. It was confirmed the pump would stop on (B)(6) 2018, per the eri. It was reported the patient was experiencing withdrawal type symptoms, not specified. It was unknown when the symptoms began and unknown if the onset of the symptoms was sudden or gradual. The patient was taking oral baclofen for the withdrawal-type symptoms. No further complications were reported or anticipated.